Event description:
The nurse reported the surgeon was complaining of no phaco power during the sculpt mode. The system and handpiece were switched out with the same problem noted. The surgeon converted to an ecce and manually delivered the cataract. The surgeon sutured the wound and secured the conjunctival flap with cautery. The surgeon stated the patient tolerated the procedure well and is in good condition. The patient prognosis is good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. This report was mailed to FDA on: 09/25/2009.